Event description:
(B)(4). Treatment of a large unruptured saccular midline aneurysm measuring 12mm x 15mm located in the anterior communicating artery. The patient was previously on aspirin, ticlopidine, and abciximab. On (B)(6) 2014, the patient underwent pipeline (3.25mm x 18mm) embolization treatment. Post procedural angiogram showed a residual aneurysm and intrastent regular flow. On (B)(6) 2014, the patient experienced an adverse event of left basal ganglia ischemic stroke due to temporary occlusion of the left anterior cerebral artery and received medication (unspecified) for the event. The adverse event resolved the same day and it was assessed as procedure related.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).